Event description:
Reportedly, on (B)(6) 2019, the patient had an implant upgrade to add a left ventricular lead. During the procedure, the crt-d was prophylactically replaced, as advised in the field safety notice on platinum devices sent in july 2018. Preliminary analysis did not reveal any device malfunction.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly on the subject crt-d.

Event description:
Reportedly, on (B)(6) 2019, the patient had an implant upgrade to add a left ventricular lead. During the procedure, the crt-d was prophylactically replaced, as advised in the field safety notice on platinum devices sent in july 2018. Preliminary analysis did not reveal any device malfunction.

Manufacturer narrative:
D3 (email address) corrected. F14 (email address) corrected. G1-2 (first name, last name, email address, phone number) corrected.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2019, the patient had an implant upgrade to add a left ventricular lead. During the procedure, the crt-d was prophylactically replaced, as advised in the field safety notice on platinium devices sent in july 2018. Preliminary analysis did not reveal any device malfunction.